Manufacturer narrative:
Patient's identifier unknown/ not provided. Zimmer biomet complaint (B)(4).

Event description:
It was reported that the customer attempted to place the implant (B)(4) by hand with the restorative driver (hxl1.25) and the driver tip fractured off in the implant. They were not able to retrieve the fracture piece and the implant was not seated all the way. As a result the implant needed to be removed. There is no malfunction of the restorative driver (hxl1.25) due to this device is not use for the implant placement. (Surgical procedure) and is only used for restorative procedure. This event is being reported as our device being involved in adverse event even though this event is due to off label use.

Manufacturer narrative:
One zimmer hex driver was returned for inspection. A visual inspection revealed that the device showed signs of wear consistent with use about the square connection and body. The driver tip is confirmed to be fractured. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16 information identified: prepare the implant for healing ¿ step 7 locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. According to the customer, the driver tip was used to place the implant. The driver is not designed for implant placement. Therefore, the root cause can be attributed to misuse of the device.

Event description:
No further event information available at the time of this report.